Event description:
The reporter stated that reporter did back to back blood glucose tests, within 10 minutes of each other. Results were 309 and 121 mg/dl. Reporter did not have any symptoms. The reporter stated that the confirmation dot was "greenish". Using another box of strips, a control solution test was in range. No harm was alleged.